Event description:
It was reported that this right atrial (ra) lead exhibited intermittent oversensing, it was suspected that the root cause was due to the lead placement, however it remains unknown. The ra lead was explanted and successfully replaced with a new lead. This lead is not expected to return. No further adverse patient effects were reported.